Event description:
It was reported that the pump speaker volume fluctuated, with alerts sometimes being very low and other times normal. There was no reported adverse impact on the customer¿s blood glucose level. Technical support (ts) performed a system check and the speaker volume was found to be normal at that moment; however, the customer stated that the pump was lower in volume at other times. Ultimately, ts determined to replace the pump. The customer will continue to use current pump for insulin therapy.